Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. No issues related to the event were identified upon visual inspection. At first, the touchpad operated as expected during power up. The touchpad was then found to go black after being left to idle on the in-house system after 22 minutes. They then power cycled and left the system to idle again and the screen went black again after 38 minutes. They continued to leave the system idling and the screen went white and back to black again. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is due to a display issue with the touchpad.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was unable to replicate the reported issue. The fse replaced the console touchpad out of caution. The replacement touchpad was dead on arrival (doa), so the fse replaced the doa touchpad and also reseated connections to the sadd board. The system was tested and verified as ready for use. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the touchpad on the console was not working. The customer was using the other console to complete the case. The technical support engineer (tse) advised them to hard power cycle the console after the case was completed to try and restore the function of the touchpad. The tse reviewed the logs and found no faults for the touchpad. The procedure was continued as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the da vinci coordinator and obtained the following additional information: the touchpad going blank was an issue for multiple weeks, cases, and patients. The touchpad was replaced by the field service engineer (fse). It was still not working after being replaced, so the fse replaced it again.